Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring black. Customer returned pump for alleged cosmetic damage located at an unspecified location on the case found on (B)(6).2021. Insulin pump received with blank display. Insulin pump could not do displacement test or self test. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, scratched case, broken battery tube threads (damaged/pushed in), cracked case (battery tube), cracked belt clip rails, pillowing keypad overlay, and minor scratches to lcd window. In summary customers alleged, cosmetic damage was confirmed at the battery tube by visual inspection where a cracked battery tube was noted. Additionally a blank display was due to damaged battery tube threads, so the pump could not turn on.

Event description:
Information received by medtronic indicated that the insulin pump had cracked. No harm requiring medical intervention was reported. The device will be returned for analysis.